Event description:
It was reported that while using bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿) there was an occurrence of 17 patients that had decreased growth on ssa compared to the blood agar. The customer uses the bap plate as a comparison point for reference and they have noticed that strep organisms will grow much heavier on bap than on ssa. Customer stated a patient had group c strep on tsa but did not show up at all on ssa and that a a beta strep grew on a bap plate but did not grow on the ssa plate. No patient results were affected and no patient impact was reported. The following information was provided by the initial reporter: customer reports decreased growth on ssa growth on ssa compared to blood agar. Lot #2146956. Customer states that a bap plate is also set up with the ssa plate when patient samples are being cultured. They use the bap plate as a comparison point for reference. They have noticed that strep organisms will grow much heavier on bap than on ssa. A patient had group c strep on tsa but did not show up at all on ssa. Customer reports nearly all patient samples have been affected. Total number 17 patients. No patient results were affected. Customer also adds that a beta strep grew on a bap plate but did not grow on the ssa plate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221780, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2146956 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Insert agar name is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 2146956. Retention samples from batch 2146956 were not available for inspection. One photo was received for investigation. The photo shows the bottom of a plate from batch 2146956 (time stamp 1746) with growth visible in the plate. No conclusions about performance can be made from photos. Return samples were not received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported that while using bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿) there was an occurrence of 17 patients that had decreased growth on ssa compared to the blood agar. The customer uses the bap plate as a comparison point for reference and they have noticed that strep organisms will grow much heavier on bap than on ssa. Customer stated a patient had group c strep on tsa but did not show up at all on ssa and that a beta strep grew on a bap plate but did not grow on the ssa plate. No patient results were affected and no patient impact was reported. The following information was provided by the initial reporter: customer reports decreased growth on ssa growth on ssa compared to blood agar. Lot #2146956. Customer states that a bap plate is also set up with the ssa plate when patient samples are being cultured. They use the bap plate as a comparison point for reference. They have noticed that strep organisms will grow much heavier on bap than on ssa. A patient had group c strep on tsa but did not show up at all on ssa. Customer reports nearly all patient samples have been affected. Total number - 17 patients. No patient results were affected. Customer also adds that a beta strep grew on a bap plate but did not grow on the ssa plate.